Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient was using her backup plan of humalog insulin injections via a syringe. The patient's pump had been replaced, and the patient had returned the replaced pump to animas without documenting her current settings. The patient did not have her pump settings, in order to program and setup her new pump. On (B)(6) 2012, the patient obtained the elevated blood glucose readings of 350 mg/dl, 237mg/dl, 502mg/dl, and 519mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. There was no evidence the new replacement pump was not functioning appropriately. The patient's technique was incorrect by not having available her current pump settings with which to program her new pump. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while on her backup plan, this complaint is being reported.